Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the battery would be replaced but they did not know when. Patient called company and made an appointment with representative to look at it. Issue had not been resolved yet. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who reported seeing a power on reset (por) on their clinician programmer (cp). It was reviewed to interrogate the implantable neurostimulator (ins) in order to clear the por message, but the message was not cleared. Rep said they couldn't turn stimulation on without getting the por; they also didn't have to re-enter the serial number. The ins measurement indicated the battery is low/eri. As a result of what was reported, the patient/caller were redirected to the hcp. The caller reported the patient was using program 3 mostly at 2.7v 360 pulse width (pw) "rate 50 16son 8soff. Showed about 23 months." Bladder symptoms were also reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on rest (por) screen. The patient indicated that they felt their ins went off and every time they try to adjust the patient programmer (pp) shows the por message. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.